Manufacturer narrative:
(B)(4).

Event description:
It was reported that via merlin.net, stored episode of vf was observed due to suspected external electro-magnetic interference during a routine follow-up in clinic. The device detected vf and the therapy was aborted as the sinus rhythm returned back to normal. The patient was asymptomatic, stable and will be monitored with routine follow-up.